Manufacturer narrative:
In the case description, the user mentioned that the issues with insulin delivery resulting in low blood glucose levels. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files showed no evidence of issues with insulin delivery or evidence of an overdelivery of insulin. The patient history buffer (phb) data showed that the pod used for the time leading up to the reported event was receiving invalid estimated glucose values (egvs) of -5, indicating an unrecoverable sensor error. Due to the missing sensor values, the system correctly switched the system to automated mode: limited after four cycles and started generating missing sensor value messages after 1 hour of missing values. The system was correctly delivering the total daily insulin (tdi)-based basal rate while in limited mode. The pod that was in use reached expiration on the date of occurrence and generated the expiration reminder, then alert. The logs showed that the pod was deactivated approximately two hours before the expiration alarm was generated, which is correct based on the time of activation. The next pod activated was used in limited mode before being switched to manual mode to start a new sensor. The system was used in manual mode, then switched to automated mode before log files were uploaded. The phb data showed that the system was correctly delivering the user's manual basal rate while in manual mode, and then was appropriately adapting the microbolus amounts based on the user's egvs while in automated mode. The system was determined to function as intended.

Event description:
It was reported that the patient was seen by ambulance staff for blood glucose (bg) values that dropped to 42 mg/dl. The patient could not talk due to having difficulty concentrating. For treatment, the patient stated they received sugar water and intravenous (IV) treatment. The patient reported there was an issue with the patient's controller settings. It is unclear what the controller settings issue was. The pod was worn on the leg for longer than 48 hours. The patient was discharged after 1.5 hours. The pod was expired.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.